Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and had a vibrate anomaly. The customer was assisted with pump exposed to fluid troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they forgot that the insulin pump was attached to them when they jumped into a pool. The customer also stated that the insulin pump was vibrating without an alarm or alert. The customer was advised that the customer's insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was tested with no audio/vibrate anomaly noted. Pump received with moisture damage on electronics assembly, broken belt clip slot, broken reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window, cracked battery tube thread and minor scratches on display window noted.